Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead exhibited failure to capture. The lv lead was not used and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.